Event description:
It was reported that the right ventricular lead had a high threshold and the device reached elective replacement indicator early. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: d224trk implantable cardioverter defibrillator (B)(6) 2011; 1258t competitor implantable pacing lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).